Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was offline and displayed a 'disconnected mode' error due to the damaged cables. A field service engineer worked on the network port and confirmed that the station started communicating. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system was offline and displayed a 'disconnected mode' error, emphasized the urgency due to the need for medication dispensing. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.